Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation-uterus / migration of essure device location of device: uterus'), device breakage ('device breakage') and pregnancy with contraceptive device ('patient claiming pregnancy-yes') in a 35-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vomiting, depression, abdominal pain, flank pain, urinary tract infection, hematuria, hypertension and gastroesophageal reflux disease. Concurrent conditions included sleep apnea, blood pressure high, chronic renal failure, dysfunctional uterine bleeding and hypoxemia. Concomitant products included topiramate since (B)(6) 2014 for migraine as well as hydrocodone and lisinopril since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain all over chronic body pain and skin") and hypersensitivity ("hypersensitivity"). In 2016, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2016, the patient experienced feeling abnormal ("hormonal changes describe: brain fog"), night sweats ("night sweats") and amnesia ("memory loss"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, psychological trauma, weight increased, feeling abnormal, vaginal haemorrhage, dyspareunia, night sweats, amnesia and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, amnesia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, hypersensitivity, menorrhagia, night sweats, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),pelvic/ abdominal pain ,back pain, bleeding- menorrhagia (heavy menstrual bleeding), breakage, migration, perforation-uterus, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : hormonal changes describe: brain fog, abnormal bleeding (vaginal), dyspareunia (painful sexual intercourse), night sweats, memory loss, hypersensitivity were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation-uterus / migration of essure device location of device: uterus'), device breakage ('device breakage') and pregnancy with contraceptive device ('patient claiming pregnancy-yes') in a 35-year-old female patient who had essure (batch no. C03091) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included vomiting, depression, abdominal pain, flank pain, urinary tract infection, hematuria, hypertension and gastroesophageal reflux disease. Concurrent conditions included sleep apnea, blood pressure high, chronic renal failure, dysfunctional uterine bleeding and hypoxemia. Concomitant products included topiramate since (B)(6) 2014 for migraine as well as hydrocodone and lisinopril since 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2015, the patient experienced pelvic pain ("pelvic pain all over chronic body pain and skin") and hypersensitivity ("hypersensitivity"). In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced feeling abnormal ("brain fog"), night sweats ("night sweats") and amnesia ("memory loss"). In (B)(6) 2017, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2018, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), back pain ("back pain") and psychological trauma ("psych injury") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy (full) and hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, psychological trauma, weight increased, feeling abnormal, vaginal haemorrhage, dyspareunia, night sweats, amnesia and hypersensitivity outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, amnesia, back pain, device breakage, dysmenorrhoea, dyspareunia, feeling abnormal, hypersensitivity, menorrhagia, night sweats, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine perforation, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: received treatment for pain- dysmenorrhea (cramping),pelvic/ abdominal pain ,back pain, bleeding- menorrhagia (heavy menstrual bleeding), breakage, migration, perforation-uterus, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.1 kg/sqm. Ultrasound scan vagina - on (B)(6) 2015: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 11-oct-2019: quality-safety evaluation of ptc. (Product technical complaint) we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration\perforation-uterus'), device breakage ('device breakage') and pregnancy with contraceptive device ('patient claiming pregnancy-yes') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy") and psychological trauma ("psych injury"), was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device breakage, pregnancy with contraceptive device, dysmenorrhoea, pelvic pain, abdominal pain, back pain, menorrhagia, allergy to metals, psychological trauma and weight increased outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, allergy to metals, back pain, device breakage, dysmenorrhoea, menorrhagia, pelvic pain, pregnancy with contraceptive device, psychological trauma, uterine perforation and weight increased to be related to essure. The reporter commented: received treatment for pain dysmenorrhea (cramping), pelvic/ abdominal pain, back pain, bleeding menorrhagia (heavy menstrual bleeding), breakage, migration, perforation-uterus, weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on an unknown date: confirmation test not specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: case become incident, previously added injury nos was replaced with dysmenorrhea & new events- pelvic pain, abdominal pain, back pain, menorrhagia, nickel allergy, device breakage, psych injury, pregnancy, device ineffective, perforation-uterus, weight gain were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.